Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported during a follow-up visit in clinic on (B)(6) 2020, the patient reported a slightly reduced functional capacity but did not report any other particular incidents or alarms on the system controller. Log file analysis revealed a reduction in the average flow from approximately 3.9 liters per minute (lpm) to around 2.5 lpm that began on (B)(6) 2020. The patient was readmitted to the hospital on (B)(6) 2020 for further evaluation. The patient's condition was stable but with a reduced capacity. Additional log files were sent and persistent reduced flow was observed. An echocardiogram performed on (B)(6) 2020 showed overload of the left ventricle, mitral valve insufficiency, and opening of aortic valve at every beat. Heparin was initiated intravenously. A speed ramp test and CT angiogram were planned to check for suspected outflow graft twist. Ramp test was performed on (B)(6) 2020 and results showed that flow slightly increased with increased pump speed. CT scan was also performed on (B)(6) 2020 and outflow graft twist could not be ruled out based on results. The patient was transferred to another center on (B)(6) 2020 and revision surgery was planned to identify and resolve possible outflow graft twist.

Manufacturer narrative:
Section b5: additional information. Section h6: correction. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information reported that the patient underwent revision surgery on (B)(6) 2020 to eliminate possible outflow graft twist or obstruction. Subcostal approach was made. During the procedure, after the bend relief was disconnected from the running pump, the pump flow immediately increased from approximately 2.5 liters per minute (lpm) to 4-4.5 lpm. An outflow graft twist or obstruction was not confirmed. After a few minutes the system monitor suddenly showed zero flow. An immediate pump exchange was performed resulting in normal flow and pump parameters. It was reported that occlusion of the inflow cannula caused by ventricular tissue had occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms can be confirmed based on the submitted log files; however, a specific cause for the alarms and the report of an obstruction cannot be confirmed. The submitted controller event log files contained overlapping data from 23sep2020 at 6:55:05 to 08oct2020 at 15:06:05. There were numerous captured events where the calculated flow was below 2.5 lpm, resulting in 80 low flow faults and 1 low flow alarm. Despite these faults and alarm, there were no other abnormal events captured. The pump operated as intended at the set speed for the duration of the log file. Additionally, review of the submitted lvad event log files contained overlapping data from 30aug2020 at 5:39:42 to 15oct2020 at 19:51:31. On 15oct2020 at 18:15:42, the calculated flow dropped below 2.5 lpm and ranged from 0-1.4 lpm for approximately 1.5 hours. Despite these events, temperature, rotor displacement, and rotor noise values all remained stable throughout the captured data. For the remainder of the log file, the pump appeared to operate as expected. A specific cause for the low flow events and a correlation to the evaluation of (B)(6) cannot be conclusively determined. (B)(6) was returned with the pump cable severed approximately 2¿ from the pump housing. The remaining distal portion of the pump cable and modular cable were not returned. Additionally, the sealed outflow graft, outflow graft bend relief and outflow graft attachment were not returned. The apical cuff was not returned. The pump appeared to be exposed to a fixative. Upon disassembly of the returned pump, examination of the proximal side of the inlet extension revealed a thin gray layer of tissue surrounding the opening. The tissue was strongly adhered and did not appear to obstruct the flow of blood. The interior textured surface of the inlet extension revealed no depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 05apr2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also, in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 ¿surgical procedures¿ (under ¿implant procedures¿) warns to "inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow." Section 5 also instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them the heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.